Event description:
It was reported the patient (B)(6) experienced ineffective stimulation (date of event unknown). A sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue. Implant date of the device: (B)(6) 2011. Device information ( lot #, explant date, expiration date, manufacturing date) for the device is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.